Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial connector portion of the lead was returned in one piece measuring 21.5 cm. An external insulation abrasion was found proximal to the suture sleeve tie impression at 8.5 ¿ 12.1 cm from the connector pin, breaching the optim sheath only. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.